Event description:
Adverse event(s): "anterior chamber inflammation" (inflammation). Product problem(s): "no information" (no information). A nursing unit manager reported three cases of anterior chamber inflammation following cataract surgery. No endophthalmitis was noted in the pts. In a follow up phone call, the surgeon reported all pts have fully recovered following treatment with medications. The surgeon does not feel the product caused to the event. No definitive cause for the cases of inflammation can be established.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4)